Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had no ap waveform/numbers and had axillary inseration. There was no harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4)